Event description:
It was reported that a spectrum pump failed an upstream occlusion test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. Upstream occlusion testing was performed with no issues noted. The ultrasonic sensor readings were within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.